Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing lead impedance measurements less than 200 ohms. It was noted that the rv pace impedance measurements have been trending around 190 ohms in the past year. An invasive procedure was performed in which the device was explanted and replaced due to normal battery depletion. A new pacemaker was then connected to the same chronic rv lead but the low impedance measurements continued to be observed. The patient is pacer dependent and the threshold values were good. The physician subsequently elected to implant a new pacing system on the right side as back up pacing. Additional information indicated that the cause of the observation was not determined and the rv lead was not tested on a pacing system analyzer (psa). The sensing and capture were good. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.